Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. Device had scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the customer had high blood glucose and the device did not alarm any alarms. Customer's blood glucose was 513 mg/dl. During troubleshooting, device passed the high pressure test. Found no delivery alarm in history. Customer wanted the device replaced. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.